Event description:
It was reported that the patient experienced painful stimulation on (B)(6) 2013. A sacral x-ray taken on (B)(6) 2013 showed a ¿serious¿ anterior lead migration. It was noted that ¿borderline¿ high impedances were observed. The patient also experienced urinary incontinence. The event was noted as ongoing and a lead modification was planned.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# va01ha3, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that the planned for (B)(6) 2013. The patient outcome was noted, as of (B)(6) 2013, as ¿ongoing¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01ha3, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the implantable neurostimulator and lead were explanted and replaced on (B)(6) 2013. The outcome was noted as resolved without sequelae on (B)(6) 2013.